Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the target lesion was 99% stenosed and the vessel was non-calcified but moderately tortuous.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. A scheduled percutaneous coronary intervention (pci) was performed on the de novo target lesion in the mid right coronary artery (rca). A 6f mach1 fr3.5sh guide catheter and a non-bsc guidewire were advanced to perform ivus, however the atlantis pro imaging catheter could not cross the lesion. Without using ivus, a 3.0x24mm veriflex stent delivery system (sds) was advanced but it could not cross. The device was removed to exchange the guide catheter when it was noted that the stent was damaged. To complete the procedure, the physician implanted a 3.0x20mm and 3.0x16mm veriflex stent. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer- a visual and microscopic examination of the returned complaint device revealed stent damage. The struts at the proximal edge of the stent were lifted and bent back distally. No additional damage was observed with the remainder of the stent delivery system; there were no kinks noted along the entire length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).